Event description:
Fast flow. The infusion ended 4 hours early. No adverse event reported.

Manufacturer narrative:
I-flow received one empty, used pump for evaluation and investigation. The pump was refilled with normal saline solution to the nominal fill volume of 125ml for testing. It is of note that the reported fill volume was 270ml in comparison to the maximum fill volume of 125ml per the directions for use (1303046 rev. G). When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification. A review of the lot history found no other complaints for the reported lot.